Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that on: (B)(6) 2009: patient presented with back pain, leg pain, was diagnosed with stenosis, spondylosis. Patient underwent xr fluoro non rad. Findings: no films, no dictation. Patient underwent lumbar spine x-ray status post spinal fusion. Impression: there are post-surgical changes from previous spinal fusion. Pre-op diagnoses: degenerative disk disease, spondylosis, stenosis, radiculopathy, instability, l3-4, l4-5, l5-s1. Patient underwent following procedures: bilateral microlaminectomies and extensive foraminotomies, l3-4, l4-5, l5-s1. Posterior lumbar interbody fusion, l3-4 using capstone interbody devices and locally harvested morcellized autograft. Posterior lateral arthrodesis using bone morphogenic protein and locally harvested morcellized autograft, l3-4, l4-5, l5-s1. Pedicle screw fixation, l3, l4 and l5 and s1. Procedure was carried out under fluoroscopic guidance. Per op notes, pituitary rongeur was used to clean out additional remnants of disk and capstone interbody device measuring 8 x 26mm was packed with locally harvested morcellized autograft, tamped and countersunk into place. In the case, one kit of bone morphogenic protein had been opened. Bone morphogenic protein was applied to the collagen sponge contained within the kit. The sponge was then cut in half. Locally harvested morcellized autograft was placed over each collagen sponge half and these were rolled into cylindrical shapes and placed laterally between the transverse processes of l3, l4 and l5 and the sacra ala bilaterally. Two rods were chosen for appropriate length. Four connectors were slid onto each rod. The connectors were slid down over the pedicle screws. No complications reported. On (B)(6) 2009: patient was discharged. On (B)(6) 2009: patient underwent lumbar spine x-ray due to pain. Impression: 1. Postoperative posterior fusion of the lower lumbar spine from l3 to s1. 2. Pars defect at l5 with anterior spondylolisthesis of l5. On (B)(6) 2009: patient presented for post-operative follow up. Patient reported having bogginess in the upper part of the wound. Patient had some superficial exfoliation of some of the skin with some minor bruising where she had some tape on and was concerned because they stated that she was allergic to surgical tape. Patient stated that around 2:00 in the morning on (B)(6) 2009, patient went to get up from the toilet seat and developed a pop and excruciating pain in her lower back with numbness down both legs and pain. Patient stated that the numbness was back to being intermittent as it was before, but the back pain still bothered her. Patient was still having some intermittent pain down both legs. On (B)(6) 2009: patient presented for follow up. Patient's pain was better, although patient was still having some significant discomfort. On (B)(6) 2009: patient presented after falling in kitchen. Patient underwent lumbar spine x-ray due to back pain. Impression: there are post surgical changes involving the lower lumbar spine from l3 to s1. The pedicle screws are visualized connected bilaterally with metallic struts. A cross over piece is visualized at the l3-4 level. A prosthetic disc spacer is seen at l3-4. Laminectomy change is present involving l3, l4 and l5. There are multiple densities visualized over the upper abdomen representing post surgical change. The vertebral bodies, pedicles at l1-2 as 'hellas the lower thoracic spine appeared normal. No acute abnormality is seen. Comparing the current examination to a previous study of 9-30-09, there is no significant change. The previously described pars defect at l5 is not as well seen in the current examination. On (B)(6) 2009: patient presented for physiatric evaluation and treatment with chief complaint of low back pain. Patient reported having low back pain across the lower back, bilateral leg pain, left greater than right, described as dull, aching, intermittent, and exacerbated by standing and walking. Patient was found positive for insomnia, muscle pain, joint pain, stiffness, generalized fatigued, weakness. Musculoskeletal exam revealed moderate swelling in the bilateral lower extremities. Thoracolumbar palpation revealed moderate lumbosacral tenderness with minimal spasms over the lumbar paraspinal muscles bilaterally. On (B)(6) 2009: patient presented for post-operative follow up and evaluation of lumbar wound. Since surgery, patient had fallen three times. Patient still had back pain. There was watery discharge from the lowest part of the wound on palpation. There was some redness along the areas where the eschar was. On (B)(6) 2009: patient presented with pre-op diagnosis of possible lumbar wound infection. Patient underwent incision and drainage of lumbar wound. No complications reported. On (B)(6) 2009: patient underwent chest x-ray due to PICC line placement. Impression: bibasilar infiltrates. Elevation of the left hemidiaphragm. Right arm PICC line ends in the distal superior vena cava. Patient underwent right knee x-ray due to right knee pain. Impression: no acute bony injury right knee. Degenerative changes. Soft tissue swelling along the medial aspect of the right knee. Patient underwent left knee x-ray due to left knee pain. Impression: no acute bony injury, left knee. Degenerative changes. On (B)(6) 2009: patient underwent cta chest with and without contrast due to shortness of breath. Impression: bibasilar infiltrates, left greater than right. Trace right pleural effusion. No evidence of pulmonary embolism. On (B)(6) 2009: patient underwent chest x-ray due to pe. Impression: no radiographic evidence of acute cardiopulmonary process. Persistent elevation of the left hemidiaphragm. Bibasilar hypo-ventilatory changes. On (B)(6) 2009: patient was discharged. On (B)(6) 2009: patient presented for wound check. Patient continued to drain quite a bit of fluid from the lumbar wound site. It was clear and at times mucous drainage, cream-colored to brown-tinged. Patient continued to have a lot of back pain. Wound was erythematous. On (B)(6) 2009: patient was admitted with intractable back pain. On (B)(6) 2009: patient was admitted with following diagnoses: lumbar infection, low back pain, lower extremity weakness and paresthesia. Patient underwent chest x-ray due to shortness of breath. Impression: persistent congestive failure, unchanged since previous examination. On (B)(6) 2009: patient underwent MRI lumbar spine with and without contrast due to lower extremity weakness after surgery one week prior. Impression: mild to moderate stenosis at the l2-3 level. There is suggestion of possible posterior epidural hematoma and epidural fat compressing upon the thecal sac. This region measures 8.0 mm in ap diameter and 2.2 cm in its superior to inferior extent. Correlation with preoperative films would be extremely helpful. Orthopedic consultation is strongly suggested. Transpedicular screws in the l3, l4, l5 and s1 vertebral bodies due to post-surgical artifact. Small central disc protrusion at the l4-5 level. Note is made of infiltration in the subcutaneous soft tissues posterior to the l2 vertebral body with some ill-defined fluid in the subcutaneous region. A discrete abscess collection is not identified. On (B)(6) 2009: patient underwent rt upper quadrant sonogram due to pain. Impression: hepatomegaly. Dilated common bile duct. Patient was discharged with following discharge diagnoses: postoperative infection, disruption of external operation wound,hematoma, complicating procedure, bipolar I disorder, lumbago, other chronic pain, chronic obstructive asthma, pseudomonas infection, anemia, hypokalemia, hyperlipidemia, tobacco use disorder, esophageal reflux, arthrodesis status post bariatric surgery. On (B)(6) 2009: patient underwent chest x-ray due to PICC line placement. Impression: left PICC catheter tip in the mid right superior vena cava. Linear atelectasis versus scarring at the right lung base. On (B)(6) 2009: patient presented for follow up. Wound was still draining from the lower part of the wound but it looked more like a serosanguineous, might be even break down of fat tissue. There was no foul odor. On (B)(6) 2009: patient was discharged with following discharge diagnoses: l3-s1 fusion, (B)(6) 2009. Postop wound infection with incisional dehiscence and status post incision and drainage, (B)(6) 2009. Bipolar disorder. 4. Fibromyalgia. Chronic obstructive pulmonary disease with asthma. Obesity. Status post roux-en-y. Gastroesophageal reflux disease. On (B)(6) 2009: patient presented with low back pain described as constant, aching, sharp, and radiating intermittently to the bilateral legs currently more to the left side. Patient reported that back pain was exacerbated by sitting and walking and was relieved by laying down. Neck was supple. Assessment: low back pain status post lumbar wound infection, incision, and drainage, currertly on IV antibiotic therapy status post lumbar fusion in (B)(6) 2009. On (B)(6) 2009: patient presented for post-op follow up with pain and swelling in her legs. On exam, patient had significant pitting edema in both lower extremities. Both legs demonstrated popliteal tenderness. Patient had relatively superficial wound infection. On (B)(6) 2009: patient presented for post-operative follow up. Patient was having pain in right lower back area. Patient was still having vacuum pump in her back at her wound which was healing up very nicely. Examination revealed patient having generalized giveaway in both lower extremities. On (B)(6) 2009: patient presented for reassessment of pain management. Patient reported having moderate to moderately severe low back pain and intermittent bilateral neck pain mainly exacerbated when moving around up to a level of 7/10 or 8/10. Patient described her pain as dull, aching. Patient was found positive for fatigue, generalized weakness, anxiety and depression. Assessment: low back pain status post lumbar fusion with gradual improvement in pain control. On (B)(6) 2009: patient presented for follow up. Patient was doing better and her pain was diminishing. Examination revealed that her wound continued to heal up nicely. On (B)(6) 2010: it was reported through phone call that the patient was having severe low back pain due to riding in the car. On (B)(6) 2010: it was reported through phone call that the patient was in pain and prescribed hydrocodone was not working. On (B)(6) 2010: patient presented for follow up and underwent lumbar spine x-ray. Impression: status post interbody fusion l3-4. Pedicle screw fusion l3 to s1. Mild retrolisthesis of l2 on l3. No abnormalities identified pertaining to the pedicle screws or posterior fusion hardware. On (B)(6) 2010: patient presented with increasing back pain and brace/collar fitting. Assessment: patient still had a small open area on her incision. Diagnosis: lumbar radiculopathy secondary to stenosis and degenerative disc disease. On (B)(6) 2010: patient underwent lumbar spine x-ray due to increasing back pain. Impression: solid fusion, l3 to s1. Retrolisthesis of l2 on l3. On (B)(6) 2010: patient underwent CT lumbar spine without contrast due to increasing back pain. Impression: there has been fusion from the l3 to the s1 vertebrae. This is with pedicular screws as well as posterior rods. There is also an intervertebral disc device present at the l3-4 level. The pedicular screws extend satisfactorily into the vertebral bodies at l3, l4, and l5 as well as s1. However, at the l3 level there are fractures of the pedicles bilaterally with the superior aspect of the pedicles displaced from the pedicular screws. There is also a small chip-like fracture off the superior posterior end plate of the l3 vertebra. There is subluxation at the l2-3 interspace with the l3, l4, l5 and s1 vertebral bodies that are fused anteriorly subluxed to the l2 vertebra. The subluxation secondary to the bilateral pedicular fractures is approximately 7-8 mm of subluxation. This would result in spinal stenosis at this level. The l4, l5, and s1 pedicular screws are in good position. No pedicle fractures are noted. The t11 through l2 vertebrae show anatomical alignment in regards to respective vertebral bodies. The posterior elements are intact. Reformatted sagittal as well as coronal images show the subluxation at the l2-3 level as well as the fractures of the pedicles and the superior posterior end plate of the l3 vertebra. Patient underwent lumbar spine x-ray due to increasing back pain. Impression: l2-3 retrolisthesis again noted; limited motion. No evidence of instability. On (B)(6) 2010: patient underwent MRI lumbar spine without contrast due to back pain. Impression: posterior spinal fusion l2 through s1. Abnormal signal within the vertebral bodies may reflect edema rather than infection at the l2, l3, and s1 vertebral bodies. No discitis can be identified. Moderate canal stenosis suggested at the l2-3 level. Abnormal fluid collection within the soft tissues posterior to the spinal elements may reflect post surgical change related to either hematoma or seroma. Infection cannot be excluded as there is air within it and this may suggest communication with in the skin surface. Patient reported through phone call that she in pain. On (B)(6) 2010: patient underwent lumbar spine x-ray due to check line placement. Impression: there is a right subclavian PICC catheter with its tip projecting in good position. No active cardiopulmonary disease is seen. On (B)(6) 2010: patient presented with severe back pain. Patient underwent lumbar spine x-ray due to low back pain. Impression: there are post surgical changes from posterior spinal fusion from l4 down to s1. Patient underwent xr fluoro non rad. Findings: no films, no dictation. Pre-op diagnoses: 1. Fracture, l3. 2. Unstable retrolisthesis, l2 on l3. 3. Status post previous fixation/fusion, l3-l4, l4-l5 and l5-s1. Patient underwent following procedures: hardware removal, l3-l4, l4-l5 and l5-s1. Bilateral microlaminectomies and extensor foraminotomies, l2-l3. 3. Posterolateral arthrodesis using bone morphogenic protein and locally harvested morcellized autograft, l1-l2, l2, l3-l4, l4-l5 and l5-s1. 4. Pedicle screw fixation, l1, l2, l4, l5 and s1. Per op notes, hardware was then removed by first removing a crosslink. The top-tightening screws of the connectors were then removed, followed by removal of the rods. The connectors were then removed as well. The pedicle screws at l3 were noted to be loose as this was the level of the fracture. The pedicle screws were then all removed. The s1 pedicle screws were noted to be loose as well, especially on the right where the patient had a fracture of the superior pedicle. The c-arm was brought in and placed in anteroposterior position. Due to the fracture at l3, it was elected not to replace the pedicle screws at that level but to carry the construct up to l1. Earlier in the case, two kits of bone morphogenic protein had been opened. Bone morphogenic protein was applied to the collagen sponge contained within each kit. Locally harvested morcellized autograft was placed over the resulting four collagen sponges. These were then rolled into cylindrical shapes and placed end-to-end so as to span between the transverse processes of l1, l2, l3, l4, l5 and the sacral ala bilaterally. No complications reported. Date of death ¿ (B)(6) 2012.